Manufacturer narrative:
H10. H3, h6: one sterile biorci ha 8x25mm screw used for treatment, was returned for evaluation. Approximately half of the length was missing. That section not returned. The remaining tip edge was shattered and jagged. Torn edges may be due to guidewire entanglement. The returned item was visibly torque fractured. The star hex was intact. Physical condition indicated difficulty with attempt to seat and also indicated torque was placed upon the implant. Adherence to the instructions for use prep and use is essential for optimum success of the product. The instructions for use for this product contains technique oriented information. Per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions prior to use. Excessive force should not be placed on the delivery instrument.¿ interference style screw same size thread to tunnel achieves best surface contact. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that, during an acl reconstruction surgery, the biorci screw fractured when screwed in. All fragments were retrieved with tissue forceps. A back-up device was used, in the same bone hole, to complete the procedure. The surgery was not significantly delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.